Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced no insulin delivery without getting a no delivery alarm. After removing the infusion set customer noticed a bent cannula. Customer stated that their blood glucose readings continued to rise and went up to 400 mg/dl before removing the infusion set and noticing the bent cannula. It was noted that the insulin pump was unable to detect back pressure to alarm no delivery due to basal and bolus of 0.5 units. Customer's blood glucose reading at the time of the call was 102 mg/dl. Nothing further was reported.